Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found that the waste was not draining and overflowed from the cap piercer while priming the blade wash. The fse replaced the 3-way solenoid valve and no further overflow was observed. Instrument repairs were verified. The failure mode is related to the 3-way solenoid valve that was replaced by the fse. The customer indicated that the valve is not available to return for investigation and if an obstruction was observed. (B)(4).

Event description:
A customer contacted beckman coulter (bec) stated that the operator observed wet sample racks while removing them from the unicel dxc 600 pro synchron chemistry analyzer. The customer stated that the fluid appeared to come from the blade area of the cap piercer unit. The leak was contained within the instrument. The operator stated that she was not wearing personal protective equipment (ppe) during this event. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. The customer was recommended by bec customer technical support (cts) to wear ppe before troubleshooting. No erroneous results were generated in connection to this event.